Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver had intermittent audio output. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of intermittent audio output could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver passed the charge and boot testing. The receiver log was downloaded and reviewed, finding no errors related to the complaint. Perceived no/ intermittent audio due to screen wake-up was found in the log within the investigation window. Manual "try it" sound testing was performed and passed. The receiver functional test was performed and passed all relevant testing. The receiver case was opened for an interior visual inspection and passed. A global communication tool sound intermittent test was performed, and it passed. Speaker resistance was measured and was found to be within specification. The reported event of an intermittent audio output was not confirmed. A probable cause could not be determined.